Event description:
The customer reported that while the unit was in use on a pt, the unit intermittently failed to autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replace the pneumatic drive assembly. The unit was tested to factory specification. It functioned normally and was returned to the customer on 12/23/1997.